Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4). Used for no term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed, however the device operated within specification. A root cause could not be determined..

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-112266 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-114153.